Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial sleeve gastrectomy, the stapler was fired through a very thick tissue, and stapler stopped about halfway through. The reload had fired complete staple lines halfway that looked normal. All devices were replaced to complete the case. There was no patient injury.